Event description:
It was reported that during a routine procedure for a generator change, once the right ventricular (rv) lead was switched to a new device, a small amount of noise and high pacing impedance was observed on the rv lead. The rv lead was screwed back in but when checked, the rv lead tip had pulled apart from the lead body. The rv lead was capped (B)(6) 2025, during the procedure and replaced. The patient was discharged.